Event description:
It was reported that this lead was attempted to be implanted due to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event.

Event description:
It was reported that this lead was attempted to be implanted due to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported.